Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted in the left eye on (B)(6) 2009. A patient post-treatment follow-up form at 24 months was received and the patient indicated "still having halos in eye at night". The patient's doctor was contacted and confirmed the patient's report. The surgeon indicated; cause-large pupils/icl, the complication is ongoing and indefinite, patient is taking alphagan to treat the condition, prognosis-stable, patient notices halos around lights. Pre-op va - cf and post op 20/20. See MFR report # 2023826-2011-00160 for the other eye.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Medical review. Results: a lens work order search was performed and there were no similar complaints found. Glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore, patients who have glares and halos before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and halos; however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusion: based on the complaint history, work order search and medical review, the most likely root cause of the event is the patient's large pupils. (B)(4).